Event description:
It was reported that the patient experienced erosion and infection with redness and drainage. The last pump refill was in 2009. The patient did not have meningitis. The primary location of the infection was the device pocket. The pump was explanted the following month; the infection resolved. The pump contained morphine.